Event description:
It was reported that the bag in which the lens is located did not look closed, so another lens was used. There was no contact with the patients eye as the issue was first identified upon opening of the packaging. Through follow-up, it was confirmed that the bag was partially opened. The bag was not properly seal around the packaged. No additional information was provided.

Manufacturer narrative:
Age, weight and ethnicity: not applicable, as there was no patient involvement. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Initial reporter: last name: unknown/not provided. (B)(6). The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.